Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s friend /family member reported poor communication with the patient¿s device. The patient¿s healthcare provider over the phone had walked them though on how to use the patient programmer but they kept seeing the poor communication screen. The antenna was confirmed to be secure and was then able to sync with the device. The patient¿s implantable neurostimulator (ins) had helped with their bladder symptoms but was feeling pain in their lower abdomen. The patient followed up with their healthcare provider and they told them that the stimulation was too high so they helped resolve pain by decreasing stimulation. It was also noted that the patient¿s friend/family member did not think that the ins was working since they had to go to the bathroom every hour so they wanted to use the patient programmer to adjust stimulation. The patient had experienced painful stimulation and a return of symptoms. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.